Event description:
It was reported that an accidental extra breakfast meal announcement occurred on the ilet bionic pancreas after a supply change performed by the user's daughter. This led to a low blood glucose reading of 60 mg/dl, with education provided on giving small amounts of sugar every 15 minutes and monitoring until levels stabilized. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the family and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.